Manufacturer narrative:
Philips service adjusted the switch and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the foot switch was defective during clinical use on an azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.